Manufacturer narrative:
(B)(6). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 5:00 pm due to a high blood glucose of 483 mg/dl. Blood glucose at the time of the call was 267 mg/dl. Customer experienced no symptoms related to high blood glucose. The customer was wearing the insulin pump at the time of admission. The customer reported that they had no delivery alarms and a blank display. Troubleshooting was performed. The insulin pump will be returned for analysis.